Manufacturer narrative:
(B)(4). Date sent 5/6/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 4/22/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a gastrectomy, after using several shots, some of staples were not deployed when the device was fired as usual, and then there was bleeding. It was immediately handled with a replacement. The patient's condition is stable after the surgery. Another device was used to complete the case. No further information is available. The device was used for gastric body transection. When using the device, there was no discomfort or abnormality in the function, and it was the same as usual. The treatment was done with a replacement, but that was re-suturing. Additional excision was performed on the bleeding site as a procedure, and no blood transfusion was required.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2025 additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? ¿there was a staple line not formed. How was the bleeding controlled? ¿it was controlled by re-suturing with a different stapler.how much blood was lost (ml)? Not clear.did the patient require a transfusion? No. Is the current patient status known? The patient is in good condition. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Date sent 5/13/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received fully fired with the swing tab was noted to be moved beyond the unlocked position and body reload on this area was noted damaged and the knife not completely within the doghouse. Three b-formed staples were observed inside of a plastic bag. Due to the condition of returned reload no functional test was performed. Additionally, a photo was provided and it showed a reload fully fired from top view with some loose staples. The reported event was confirmed and related to improper use of the device. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer to instructions for use as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 204d34, and no non-conformances were identified.